Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 10/10/2025. An investigation was conducted on 10/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000498653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, they noticed prior to use that the vasoview hemopro 2 toggle switch was harder to deploy / use. But was getting through the case ok. They removed the hp2 cautery to clean off and then noticed that the heating wire was raised from the jaws. The harvesting tool jaws were closed with the tips facing up upon insertion per the IFU. There was no resistance noted while inserting the harvesting tool into the cannula. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. They then opened up another kit and finished the case. The harvester has 10+ years of experience inserting the cautery correctly into the tool port. There was not damage to the vein or patient. 3 minute delay to grab another kit. No bleeding noted.